Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the aiming laser was not functioning. The camera was changed and checked. Laser failure was reason for camera change. Both camera and laser worked well after the camera was changed. The system then passed the system checkout and was found to be fully functional. The camera power supply was returned to the manufacturer for analysis. Analysis found that the laser is only functional on the returned power supply unit (psu) when power is applied. A check of the event log confirmed a laser battery fault dating back to jan 2018. The psu also failed an accuracy test (aak) at .39 mm with a passing threshold of .35 mm. This psu had not been previously returned for a failure. Analysis found that the reported event was related to a electrical issue.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the laser on the camera was not working. The site tried the button and the laser handle with no change. The connection to the camera was fully seated. There was no patient present.

Manufacturer narrative:
Additional information: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.